Manufacturer narrative:
(B)(4). The device was not available; therefore, no device analysis could be performed. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain 104 alarm on a homechoice (hc) machine during drain four of four. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The ultrafiltration for drain cycle four was 1866 ml with a fill volume of 1500 ml. The hp did not have any iipv symptoms. The technical service representative (tsr) explained the alarm to the hp. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, a device analysis could not be performed and a cause could not be determined. If additional or relevant information becomes available, a supplemental report will be submitted.